Event description:
It was reported that the user could not pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet and received pairing failed alert while operating in bg run mode; troubleshooting included toggling settings and attempting to re-pair, after which the user was advised to allow time and then contact dexcom for further support and replacement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the pump, associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.